Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer spontaneously shut down. Analysis indicated that the programmer battery would not charge. These parts were replaced and the software was reloaded and updated. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer intermittently shut down spontaneously while programming implantable loop recorders. The power c ord was replaced, but the issue was not resolved. The programmer was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Light-emitting diode (led) analysis found no led indications. The programmer charge led flashes when the battery is inserted into an operating programmer. The programmer shuts down when ac power is removed. Battery analysis was performed. Analysis indicated cell imbalance and a blown fuse. The reported event was confirmed to be caused by battery pack failure. The contributing failure modes included cell imbalance and blown fuse. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.